Manufacturer narrative:
Event date: unknown. Additional product codes: mni, mnh, kwp, kwq. The lot number provided could not be verified; therefore, further investigation cannot be performed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had two broken rods and a non-union postoperatively. It was reported that the patient had a t6-l1 posterior spinal fusion on (B)(6) 2014 to address a traumatic t11 burst fracture. The patient was instrumented with synthes universal spine system (uss). At an unknown point in time, the patient broke both rods just cranial to the t12 screws. It was reported that the surgeon brought the patient back for surgery to replace the rods on (B)(6) 2015. During the revision surgery, the surgeon removed both of the rods. In addition, the surgeon discovered that the patient had a nonunion between t12 and t11 where the rods broke. The surgeon replaced both rods and attached them with new synthes uss nuts and collars. All of the existing screws were left in place. The surgeon connected the rods and successfully completed the procedure. There was no time delay reported. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Lot number reported as 6411243. This was not a valid lot number; lot number 6411242 is a valid lot number for the part number provided. Device history record (DHR) review performed for that lot number. DHR records indicate that the product lot was manufactured in accordance with all established requirements with no nonconformities reported. DHR records further indicate that the product lot underwent all specified inspection requirements with no nonconformities reported. DHR records indicate that the product lot was produced from raw material in accordance with established specifications. DHR records for raw material indicate that the raw material was obtained from rework. Work order was initiated on 2/24/2010 to inspect the raw material for cosmetic nonconformities and conformance to a tighter od tolerance of ø6.00 +0/-.016mm. During inspection oversized od and unacceptable cosmetic nonconformities were detected and a non-conformance report was initiated in response. Od measurement and visual inspection was performed on the entire lot to determine the extent of the reported nonconformities. Records for raw material indicate that 442 bars met the tighter od and visual requirements for re-identification and release to inventory. Associated synthes inspection records indicate that raw material was tested and inspected in accordance with established procedures and found to meet all established criteria for acceptance of the lot for use as intended. There is no objective evidence indicating that the oversized od and cosmetic nonconformities reported or the reported re-identification of raw material are relevant to the complaint condition. There is no objective evidence within the DHR for the reported product indicating that its manufacturing processes are relevant to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device history records could not be completed due to the lot# 6411243 not being valid for part# 498.110 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.